Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the customer attempted to complete nozzle registration, but they received an unspecified error. The trus probe was disconnected and popped up in the lower right-hand side of the cpu monitor. The customer was unable to complete nozzle registration. Due to the malfunction, the treating surgeon decided to convert the procedure to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Adverse event problem. Component code: (4756) appropriate term/code not available. Per the instructions for use, the aquabeam conformal planning unit (cpu), a re-usable component of the aquabeam robotic system, serves as the primary user interface of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam cpu was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam cpu without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. DHR review could not be performed as the lot number is unknown. Manufacture date is unknown as well. The treatment session logs are not available despite three (3) good faith efforts. Additionally, 18 procedures have been completed at this account after this complaint event without any similar issues, indicating that cpu is functioning as intended after the event. The cpu was not returned per case details. The treatment logs are not available. The root cause is undeterminable as the issue cannot be investigated further. H3 other text: the device was not returned for investigation.